Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flow block alarm. The customer's blood glucose value was 320 mg/dl. The customer had not tried different cannula length. Customer stated that the tubing was not bent or kinked. The customer stated that they reached to healthcare professional but insulin pump alarmed flow block again with different areas. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.